Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl. Customer treated with pump and also indicated that the pump alarmed no delivery. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days and the pump settings and basal rates are correct. Customer ended troubleshooting at this point. Troubleshooting indicated that they will provide customer with replacement infusion sets.